Event description:
It was reported the pt underwent single level (l4-l5) spinal fusion surgery. The pt complained of pain days after surgery. X-rays showed a fractured vertebral body at l4. Revision surgery was performed. The surgeon replaced the existing hardware. The construct was extended up to l3 and down to s1. Bilateral iliac screws and two crosslinks were used for stability.

Manufacturer narrative:
No product was returned for analysis. X-rays revealed l4/5 spondylolisthesis treated by interbody peek implant and pedicle screws with peek rods. Initial position of rods and screws is good. Peek interbody positioned too anterior with inadequate centralization of implant over l5 superior endplate. Loading of anterior body of superior endplate of l5 coupled with increased flexibility of peek rods and excess post-op movement of pt led to coronal fracture of anterior half of l5 body. After failure no movement of interbody implant and l4 inferior endplate noted, verifying no movement of interbody implant. The physician stated the pt's weight, bone quality, and compliance affected the outcome. The reported event is not believed to be related to product performance, MFR or design. A review of the device history records did not identify any non-conformances to specification.